Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was unable to replicate the reported issue. Fse replaced the e-200 generator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, staff had described an energy issue involving the generator. This was including an ongoing problem where the generator did not power on with the system and another issue where the generator appeared to be spinning or thinking. The information provided was limited, so the technical support engineer advised that staff should contact technical support at the time the issue occurred so that troubleshooting could be performed in real time.